Manufacturer narrative:
(B)(4). Date sent: 4/29/2024. D4: batch # a9e30w. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo provided was reviewed, and the photos show some CT scans, along with an on-screen description. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. Device history review: a manufacturing record evaluation was performed for the finished device lot number a9e30w, and no non-conformances were identified.

Event description:
It was reported that after an unk procedure, the patient had a post-op hematoma, having them stay in the hospital the past few days. The original procedure was (B)(6) 2024 and was noticed that same day and had the patient stay until (B)(6) 2024. The patient is recovering without any further issues.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: how was the post-op bleeding identified? Hgb down to 7.8, CT scan ; what was the total estimated blood loss (ml)? 1 liter loss; was a transfusion required? No; how was the bleeding addressed? Monitored treatment, no return to opering room; what was the pre and postoperative anti-coagulant and pain management protocol? Sub q heparin for dvt prophylaxis sub q heparin for dvt prophylaxis; was the bleeding intraluminal or extraluminal? Extraluminal; any clips, clamps, or graspers near the area where the device was being fired? No; status post gastric sleeve procedure with left upper quadrant hematoma at the staple line and additional moderate volume pneumoperitoneum throughout the abdomen. No evidence of active hemorrhage on this nonarterial phase study. No evidence of enteric contrast leak. CT scan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.